Manufacturer narrative:
The event date is unknown. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9 "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." The literature is from (B)(6) hospital and (B)(6) medical university. This case is 11th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was lad but the details are not indicated. The lesion was neither an isr nor a cto lesion. The diameter of the vessel and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, cypher bx (2.5/18mm, lot unknown) was implanted. However, the date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6-9 months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown. The %ds was 29% and popma et al classification was iii. The midterm follow up angiogram was performed 24 months after the implant. The % ds was 27%. After that, the patient's clinical outcome was event free. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown.

Manufacturer narrative:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9 'serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation' the literature is from wakayama national hospital and wakayama medical university. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was lad but the details are not indicated. The lesion was neither an isr nor a cto lesion. The diameter of the vessel and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, cypher bx (2.5/18mm, lot unknown) was implanted. However, the date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6~9 months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown. The %ds was 29% and popma et al classification was iii. The midterm follow up angiogram was performed 24 months after the implant. The % ds was 27%. After that, the patient's clinical outcome was event free. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Stent damage/deformation and restenosis/reoclussion are known adverse events indicated in the IFU. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, cardiac motion and vessel angulations/tortuosity for the native coronary artery. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, vessel/lesion characteristics and procedural factors are likely contributing factors. - attachment: [serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation..pdf]